Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to faulty force sensor. No prime alarm noted. Unable to perform rewind and basic occlusion, occlusion, the excessive no delivery test due to prime alarm. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Event description:
It was reported that the customer received a prime rewind alarm on the insulin pump. The drive support cap was not damaged. The customer's blood glucose was 8.5 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.